Manufacturer narrative:
(B)(4). Batch # n91d7e. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 1 clip conforming and 1 clip partially formed were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 6 clips as intended. In addition the device locked out as intended. During functional testing no malformed clips were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not coming out of the device while the surgeon was attempting to fire. Those clips that did finally come out appeared to be malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.